Manufacturer narrative:
Summary of evaluation: evaluation cannot be performed. There is no evidence that the device failed to meet specifications.

Event description:
After the insert was snapped into the baseplate, the surgeon felt the insert was too loose. Blood and fluid oozed out under the insert. The insert was left in the pt. There was no adverse consequence for the pt or delay in surgery or anesthesia time.